Event description:
The customer reported that the device shuts down and failed to power up.

Manufacturer narrative:
(B)(4). The customer reported that the device shuts down and failed to power up. The device was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the issue.